Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was intended for use during a procedure performed on (B)(6) 2025. During preparation, outside the patient, a hole was noted in the outer coating of the device packaging. The procedure was completed using another device of the same type. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile device pouch was compromised. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of hole in device packaging. Block h11: (investigation result). The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual evaluation noted that no physical damage was found on the original closed pouch of the device packaging. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of hole in the device packaging was not confirmed. The returned device in the original closed pouch had no physical damage during evaluation. There was no evidence of either the alleged problem or any defect on the device. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was intended for use during a procedure performed on (B)(6) 2025. During preparation, outside the patient, a hole was noted in the outer coating of the device packaging. The procedure was completed using another device of the same type. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile device pouch was compromised. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of hole in device packaging.